Event description:
It was reported that the patient met with the manufacturer representative today. It was stated that the patient had the implantable neurostimulator (ins) since 2007 and all had been well. It was noted that the patient had lost 107 pounds and over the last two weeks, the stimulation on the left side had shifted to her stomach and groin. Reprogramming was performed without success. There was no known trauma or fall associated with causing the lead to shift, but the ins reportedly "twists and flops" in the pocket. The healthcare provider (hcp) was consulted and a lead revision/ins replacement (since ins was 5+ years old) was deemed necessary. It was later reported that the ins was "loose" in the pocket (right buttock). The leads were checked and the impedances were found to be within normal limits. It was stated that one lead covered all of the "painful area" and the other lead stimulated the ribs and belly. It was added that there was no plan to revise the leads. The ins pocket was moved, the ins was replaced, and extensions were added. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated there was a loss of stimulation/loss of therapeutic effect and less than 50% therapy relief. It was later reported there was pain at the device pocket and "right side implant." The patient was reported as alive with no injury/adverse event.